Event description:
Boston scientific rec'd info that this electrode was found via x-ray to have migrated or dislodged. The device was reprogrammed from the alternate vector to the secondary vector, due to the movement of the electrode. No change was made to the electrode. No adverse pt effects were reported.

Manufacturer narrative:
The electrode remains in service. As no further info concerning this report is expected our investigation is complete. This investigation will be updated should further info be provided.